Event description:
It was reported that a user experienced brief sensor communication issues with a dexcom g6 after entering the pairing code, resulting in no glucose readings during the warm-up period; readings resumed spontaneously during the call, and no alerts or alarms occurred. Symptoms included no reported clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and user education regarding sensor warm-up expectations. Investigation of this case revealed no persistent device malfunction and no component failure, with normal function restored once the warm-up completed. It was concluded, based on previously established findings for similar reports, that the cause was user-interface/use-related factors consistent with expected sensor warm-up behavior.